Manufacturer narrative:
Additional information: d4 (lot # and exp. Date). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 212024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 212024 and device part number 195-430h/ lot 209492. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 on a nasal kitted swab. Repeat testing was performed after 1 hour 30 minutes generated negative result. The consumer also performed third test with another brand (brand name unknown) generated negative result. The patient is reportedly asymptomatic. There was not delayed treatment as a result of the test. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 on a nasal kitted swab. Repeat testing was performed after 1 hour 30 minutes generated negative result. The consumer also performed third test with another brand (brand name unknown) generated negative result. The patient is reportedly asymptomatic. There was not delayed treatment as a result of the test. No additional information was provided.